Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eleven months post filter deployment patient presented to the hospital with lower extremity swelling, computed tomography (CT) revealed there was thrombus above the vena cava filter and also small embolus or pulmonary embolus in the left lower lobe vasculature. Approximately five years later, the balloon angioplasties were performed and revealed there was a residual thrombus particularly in the right iliac system and in the cone and there may be some just above the level of the filter. Ekos catheter was trying to lyse the residual thrombus in the filter. Subsequently six years later, computed tomography (CT) revealed that the filter was tilted, and the filter tip embedded in the inferior vena cava wall posteriorly. Some of the legs of the filter protrude outside the lumen of the inferior vena cava. At least one of the legs seems to be very close to or possibly within the adventitia of the aorta. Therefore the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter and pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated, tilted and the patient was diagnosed with pulmonary embolism and thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.